Event description:
It was reported that the broach handle came off when broach was being removed after impaction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). H6: mechanical (g04) - impactor. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6; h11. Visual examination of the returned impactor identified signs of use with scratches, dings and scuffs visible on the guide body and guide head. Impact marks were also visible on the rod head. Reported event was confirmed, the rod head was fractured from the rod shaft. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 14+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.